Manufacturer narrative:
As reported, ballooning of 5f mynx control vascular closure device (vcd) didn't work, so it just fell out. There was no reported patient injury. An unknown 6f sheath was used. The femoral artery was suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20 mins and the patient recovered after the event. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock closed. The sealant remained in the manufacturing position and exposed to blood. A cordis avanti + 5f procedure sheath was locked on the sheath catch. The syringe was not returned with the device. Per functional analysis, the balloon of the returned device was inflated with air, and pressure was maintained with proper functioning of the inflation indicator (mynx control instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed that there was no residual fluid in the balloon of the returned device as received. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase. A lot number was provided therefore a product history record (phr) review could not be generated. The reported failure ¿balloon loss of pressure-in patient¿ was not confirmed during analysis of the returned device. The exact cause of the difficulty encountered by the customer could not be conclusively determined. Review of the information provided suggests that procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during preparation of the balloon, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the device analysis nor the information provided suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2110401 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, ballooning of 5f mynx control vascular closure device (vcd) didn't work, so it just fell out. There was no reported patient injury. A unknown 6f sheath was used. The femoral artery was suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 20 mins and the patient recovered after the event. The device will be returned for evaluation.